Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed that the camera wasn't working well. The camera was replaced and the issue resolved. A system checkout was performed and the system is working as intended. The polaris spectra system control unit (scu) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The scu powered up without the amber fault light on and there was an internal error on the logs. An electrical error was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the camera was not working. No patient was present at the time of the event.